Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn unknown) was used to resuscitate a cardiac arrest patient. After 18 minutes of compressions, the crew paused the autopulse platform to remove the battery and replace it with autopulse li-ion battery (B)(4). After replacing the battery, the autopulse platform did not resume the compressions. In addition, the customer reported that the battery got hot and was pulled out of the autopulse platform. Another autopulse li-ion battery was used to resume the compressions using the same autopulse platform. Upon removing the failed battery, the crew checked the charging status. The status indicator on the battery showed three steady led lights; however, the crew does not remember the color of the led. The customer stated that the battery was fully charged right before using it in the autopulse platform. The status indicator on the autopulse multi-chemistry battery charger (mcc) showed a green light (indicates that battery is fully charged and has successfully passed the performance test. Battery is ready for use). No consequences or impacts on the patient. After the call, the customer tested the failed autopulse li-ion battery, and it would not power on the autopulse platform. When the customer placed another autopulse li-ion battery, the autopulse platform powered on and functioned as intended.

Manufacturer narrative:
Correction in g4 (premarket identification - PMA/510(k) number) the customer reported a complaint that "the autopulse platform did not resume the compressions using the fully charged autopulse li-ion battery (sn 07551), and the battery got hot and was pulled out of the autopulse platform" was not confirmed during the functional testing. The autopulse li-ion battery passed the functional testing and functioned as intended. Based on the archive data review, the possible root cause for the reported complaint was due to an esd (electrostatic discharge) hit at the time of the event. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed three amber lights. The archive indicated that on the customer-reported event date (B)(6) 2022), the battery recorded an oz fault error message after it was pulled out from the autopulse platform. The customer inserted the battery back into a device (probably into the autopulse five times for about a few seconds). The status leds of the battery showed three amber lights. The possible root cause for the reported battery complaint was esd (electrostatic discharge) hit at the time of the event. Based on the archive, this battery was last successfully charged on (B)(6) 2022, and was last used/inserted in the autopulse on the same day. The autopulse li-ion battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds of the battery showed four steady green lights. The battery was further tested in a known good autopulse platform using a large resuscitation test fixture (lrtf) for about 34 minutes, and the battery functioned as intended.